Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 15 months after the implantation the lead dislodged and delivered inappropriate shocks. During the lead revision the helix reportedly could not be retracted. Thus the lead was explanted and replaced.